Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.